Event description:
The customer reported that they identified a leak in the gas delivery system. No patient involvement was reported.

Manufacturer narrative:
Root cause: confirmed reported issue of air flow and o2 out of spec. Component u1 on the airflow board is providing inaccurate flow data which will affect flow data of both air and oxygen.

Manufacturer narrative:
(B)(4).